Event description:
The customer reported being hospitalized for high blood glucose of 700 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. Instructed the customer to verify the settings and programming on the insulin pump. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.